Manufacturer narrative:
Field service identified poor function of the pipetting system, the sample syringe valve and wash zone manifold valves were changed to address the issue. Metrics data was reviewed and showed an increase in the wash zone manifold valves requiring a part evaluation; no non-statistical or adverse trends were identified for the syringe valves. The part evaluation for manifold valve showed no further investigation was needed. Based on the available information, a deficiency of the system was not identified. Inadequate dispense or leaking of solutions is recognized as a probable cause of erratic results. A malfunction of the manifold and syringe valves was identified which was resolved by replacing the valves. Review of service ticket history did not identify any other issues that may have contributed to the current complaint. No product deficiency was identified.

Event description:
The account generated falsely elevated architect afp results on a patients who repeated lower as expected. Patient 1 was a (B)(6) female who tested architect afp of 1405 ng/ml with normal biochemistry liver function testing. The specimen was repeated with architect afp of 3 ng/ml. A new sample was obtained that tested architect afp of 3 ng/ml. In (B)(6) 2012, the patient tested afp of 5 ng/ml. No patient history is available. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.